Event description:
The reporter stated that she did meter to lab comparison tests. Both tests were in a fasting state. A venous lab test result was 163 mg/dl, and 30 minutes later she tested on her meter and had a reading of 127 mg/dl. She did not have any symptoms. The reporter did not have control solution to test strips. On follow-up, the reporter stated that she checks the confirmation dot for enough blood. The lifescan representative reviewed coding, cleaning, storage of strips, use of control solution, sample application and meter/lab comparisons with the reporter.